Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the prongs on the vapr vue generator box are broken and the account is unable to properly connect a vapr electrode was confirmed. The 8-way socket assembly would have to be replaced along with the missing mounting foot to correct the reported complaint. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The broken parts of the connector and the missing mounting foot are most likely be a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that post-operatively to an unknown procedure on an unknown date, the prongs on the vapr vue generator device box were broken that it would not properly connect a vapr electrode. No surgical delay or patient consequences reported. No additional information was provided.